Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap. Gastric sleeve. Event description: the ca500 was tested before use on the operating table. As the clips could not be pushed forward, the clipper was disposed of. A new ca500 with a different lot no. Was opened. Patient status: ni (before use). Intervention: a new ca500 with a different lot number was opened.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: lap. Gastric sleeve. Event description: the ca500 was tested before use on the operating table. As the clips could not be pushed forward, the clipper was disposed of. A new ca500 with a different lot no. Was opened. Patient status: ni (before use). Intervention: a new ca500 with a different lot number was opened.